Event description:
The customer reported that the insulin pump alarmed motor error during the rewind process. Troubleshooting was performed, and the caller stated that the device was exposed to an MRI. The displacement test could not be performed due to recurring motor alarms. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. The blood glucose reading at time of call was 130mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error as a result of a motor encoder signal being out of phase. The device had cracked case at the display window and scratched screen.